Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the implant procedure was started, the health care provider noticed a power cable disconnect alarm on the system controller. The clinician disconnected and reconnected it several times, but the alarm remained. The back up system controller was used instead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the unexpected power cable disconnect alarm was confirmed with the returned system controller (serial # (B)(6)). The system controller was connected to laboratory equipment and an unexpected power cable disconnect alarm was active that was associated with the white power cable. Both power cables were confirmed to be properly connected. The system controller was dismantled, and visual inspection revealed the internal connector, associated with the white cable, was not fully inserted onto the printed circuit board. A root cause was determined to be a manufacturing related issue. The manufacturing issue was addressed with an awareness training. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6)2022. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm : 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm : 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.